Manufacturer narrative:
Other contact person: ms. (B)(6). Other contact phone number: (B)(6). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the described issues could not be reproduced. However, the fse discovered that the helium regulator pressure was 350 mmhg, while the correct range is 250-300 mmhg. The value was adjusted accordingly. No parts were replaced. The unit passed all functional and safety checks to factory specification.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) medical center. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) had an automatic filling error and calibration failure. There was no patient harm or injury reported.